Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device used for treatment, not diagnosis. The locking mechanism used on the compression forceps is the same locking mechanism used on numerous other synthes devices such as the patella forceps (399.085). The design has been reviewed and deemed adequate for the clinical need. In conclusion, failure of the locking mechanism to not release will not lead the failure of the tension spring. Placeholder.

Event description:
Consultant reported during a mid-foot fusion procedure surgeon was using the compression forceps and the locking mechanism would not release. When the surgeon did get the forceps to release the device broke. Procedure was completed. Spd reported to the consultant. This report is 1 of 1 for complaint #(B)(4).